Manufacturer narrative:
Conclusion - replaced cover.

Event description:
It was reported via repair work order that there was fluid intrusion from blood seeping through the cover due to a damaged top cover seam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.